Event description:
A (B)(6) male patient underwent double valve replacement surgery due to severe calcification. Intraoperatively, the annulus was sized with an sjm sizer. A 21 mm sjm valve was implanted in the aortic position and a 27 mm sjm valve was implanted in the mitral position. After re-warming the patient and removing the cross clamp, the lv started distending. The patient's chest was re-opened and one of the aortic valve leaflets was found to be stuck in the open position. The valve was removed and replaced with a smaller 19 mm sjm valve. The patient was discharged 8 days postoperatively. During a one-month follow-up, the patient's prosthetic heart valves (phv's) were functioning normally.